Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was dimmer and harder to see. Customer's blood glucose level was unknown. Customer reported that the moisture, obstruction under the screen and buttons was sticky or non responsive. Customer reported that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.